Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from a human patient undergoing a cardiac catheterization procedure. The customer contacted merge to report that the software tab is locking out the study. Merge identified a ws in sql that had the staff tab locked out. This was corrected and confirmed that the customer could now open and edit tab. The locked tab could potentially impact the system's ability to complete certain calculations as the locked tab could include relevant information. (B)(4).